Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the 'ok' button has stopped working. The 'ok' button reportedly must be pressed multiple times in order to get it to work.

Manufacturer narrative:
Follow-up #1 date of submission 03/23/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2012 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive. All other keypad buttons were found to be responding appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the battery cap threads were stripped and the display screen was faded/discolored. Both issues are generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. . Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.